Event description:
(B)(4) consumer stated: injury from toothbrush -cut mouth .wrote: hello, I am very mad, I was brushing my teeth when a piece of the toothbrush came out, and with metal in it! It cut my mouth and it hurt really bad. This has happened 2 times now. I'm so mad. There was no contact information or product that was returned.